Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to patient anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to loosening, pain, elevated metal ions and bone loss. Review of the medical records for the right hip note elevated ion levels, tissue damage, bone destruction, and metal embedded in the tissue. Review of medical records for the left hip noted osteolysis and adverse reactions metal to metal debris. Additional information received in patients medical records confirms the patient underwent a right hip revision due to pain, loosening, and osteolysis above the cup and on the stem. Possible trochanter fracture was also reported.